Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell seven of seven on the home choice (hc). The home patient (hp) stated that the heater bag was leaking and was not completely connected to the cassette line. The technical service representative (tsr) had the hp close the clamps, disconnected, and cycled power on the hc. The tsr assisted the hp with removing the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported system error 2240 alarm was determined to be a loose connection. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.